Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was not transmitting correctly. A second transmitter was sent to the patient, but it did not transmit. Patient was presented in clinic for further assessment. The device was interrogated with inductive wand telemetry without issue however it could not be interrogated with rf telemetry. A device download was successfully performed. Following the download the device was able to be interrogated with rf telemetry without issue.the patient was stable and will continue to be monitored.